Event description:
(B)(4) - it was reported by the facility staff that the solara3g custom mechanical wheelchair wheel lock brackets were allowing the bolts to backup, and the wheel lock to fall off the unit. Additionally, it was reported that a total of four solara3g experienced similar issues, and four separate reports will be created and submitted. There was no injury reported.